Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As per sales rep vm message: performing a tibia plateau fracture on the left tibia utilizing axsos targeting system. While drilling distal screws through plate with targeting sleeve, drill bit broke off at tip. Tip/broken piece remained in patient. Doctor drilled a second hole in the tibia in distal portion of plate and that drill bit broke. The broken piece remained in the patient tibia. The power screw driver shaft tip broke when the doctor was putting a 4.0 locking screw in by power and advanced too far. The issue was resolved by surgeon putting in remaining screws. All three pieces are being returned.

Manufacturer narrative:
The reported incident that the ¿calibrated drill bit ø2.5mm x 285mm, ao¿ broke when the surgeon drilles for the screw hole (s-11 / breakage during surgery), could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The visual inspection of the device revealed the following: the drill is in overall a good state (the graduation are clear, no scratches in the drill body can be noticed) but the drill tip is broken. A miscroscope image shows that the breakage surface presents torque lines, which means that the reported failure mode is likely to have happened due to excessive torque being applied while twisting the drill bit. Such power, in combination with hard/dense bone could definitely deform the drill bit and lead to such a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (axsos-st-1_en rev-3_axsos 3 proximal lateral tibia targeter surgical technique_2015-8380) was reviewed: '' [¿] note: if an uncommonly thick cortex is identified during preoperative planning, pre-tap both cortices using the tap for locking screws (ref (B)(4)) before screw insertion. If power tapping is selected, use low speed only and do not apply axial pressure on the power tool. The flat tip drill is an option to help avoid skiving on the medial cortex within the medullary canal. [¿] always use the threaded drill sleeve when drilling for locking screws. Free hand drilling will lead to a misalignment of the screw and therefore may result in screws jamming during final insertion. It is essential, to drill the core hole in the correct trajectory to facilitate accurate insertion of the locking screws. [¿] it is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use the ø4.0mm locking tap (ref (B)(4)). The spherical tip of the tap precisely aligns the instrument in the predrilled core hole during thread cutting. This will facilitate subsequent screw placement.'' [Original statement(s)] the instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [¿] single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release. [¿] do not use components of stryker product systems in conjunction with components from any other manufacturer¿s system unless otherwise specified (see operative technique manual). [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage; always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry; the design of the instrument must not be modified in any way; ensure that drilling and cutting tools are sharp; before every operation, ensure that all devices to be used during the operation function correctly with each other; in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure; reusable instruments must be cleaned directly after usage. [¿] instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. For adequate cleaning of multi-component instruments, these must be dismantled according to the assembly/disassembly instructions provided by stryker. [¿] note: it is the responsibility of the healthcare establishment to refer to the sterilizer manufacturer¿s instructions for use for load configurations and sterilization accessories. For further information, please refer to the ¿instructions for cleaning, sterilization, inspection and maintenance of stryker medical devices¿ (l24002000).¿ [original statement(s)] the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''devices labeled ¿for single use only¿ must not be reprocessed for re-use. When single use devices are supplied non-sterile and require sterilization before use, the appropriate sections of these instructions may be applied unless other specific instructions are provided in the package insert; single use devices must not be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or material leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release. [¿] before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers. [¿]; features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps; cutting edges should be checked for sharpness and damage; for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. [¿] stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. [¿] functional check for multiple use drill bits: potential failure modes: ¿ defective coupling end (eroded) blunt and dull cutting flutes; tips, helix coil, bent / preventive maintenance: such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used.'' [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As per sales rep vm message: performing a tibia plateau fracture on the left tibia utilizing axsos targeting system. While drilling distal screws through plate with targeting sleeve, drill bit broke off at tip. Tip/broken piece remained in patient. Doctor drilled a second hole in the tibia in distal portion of plate and that drill bit broke. The broken piece remained in the patient tibia. The power screw driver shaft tip broke when the doctor was putting a 4.0 locking screw in by power and advanced too far. The issue was resolved by surgeon putting in remaining screws. All three pieces are being returned.